Event description:
It was reported that, during remote follow up the technician seen that the device presenting some data missing and was in magnetic resonance imaging (MRI) mode. After consulting with the physician, the patient was contacted for an urgent in clinic follow up with the field representative present. At the programmer follow up, the patient data (pd) error was triggered. The automatic optimization of the device was performed again, and the implant missing data was reported in the notes. The data was then collected and sent to the technical services (ts) for further analysis. The patient was admitted to the hospital. The engineers analyzed the device data and confirmed pd error on large memory portion. The normal operation was recovered after reset, and the device had always the therapy active and never entered in MRI mode. This is related to a rare bit flip in programmer reserved ram (patient data) and is a benign error. Potential causes of this error may be radiation, high altitude, cosmic rays or other external factors. The ts recommended a 60-60 reset before discharge and a close latitude monitoring for two days before proceeding with normal fu. This device remains in service. No adverse patient effects were reported.